Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a call service (cs 012) issue: the alarm has occurred multiple times , the reporter is unable to clear it and has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed the issue in pump history but did not duplicate it. Boluses were performed successfully during the duration test. Unrelated to the complaint, the display screen is dim and reddish.